Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing was leaving at the tubing connector. This issue occurred with three infusion sets. No further information available.